Event description:
Drug/diluent: ropivacaine 0.1%. Fill volume: 400 ml. Flow rate: 4.0 ml/hr. Procedure: total right knee replacement. Cathplace: lumber plexus. The pump was started at 12 noon on (B)(6) 2013. In the morning of (B)(6) 2013, the pump had very little medication left. The pump was discontinued and a new pump was connected to the patient to continue pain control therapy. The patient had no signs or symptoms of drug related side effects. No patient injury or medical intervention was needed as a result of this reported incident. Patient is reported to be stable. The device was discarded.

Manufacturer narrative:
Method: the sample was discarded by the end user. The lot number was not provided; therefore the device history records could not be reviewed. Results: without the actual product, an analysis cannot be conducted. At this time I-flow is conducting a historical evaluation of the reported model. Conclusions: a follow-up report will be filed when the investigation is complete. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may aris from ongoing analysis, trend information, or other analysis as appropriate.